Event description:
About three years ago -2004, dr inserted "smart plugs" in my tear ducts due to a dry eye condition. The second year, I developed an eye infection - blurred vision, green mucus, eyes caked in the morning an itchy- coming from the tear duct in both eyes. I was given an antibiotic and medicated ointment. The infection developed again 10 months later with the same conditions, but worse. The doctor saw me two times before the infection could be controlled. At each visit, the doctor attempted to get the plugs to come out. At the third visit, he gave me a shot, cut my left tear duct to take out the plug. The plug, now in small granules and they were scraped out. We have not taken out the right plug yet. The doctor stated he was no longer using the "smart plugs" since it happened to other patients. Dose or amount: 1 per eye. Dates of use: 2004 - 2009. Diagnosis or reason for use: dry eyes. Event abated after use stopped: yes.